Event description:
The customer reported via phone call that they had experienced high blood glucose along with a cannula bent. The customer¿s blood glucose at the time of event was 420 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection/insulin pump. Auto mode was not activated at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.